Manufacturer narrative:
The amplatzer delivery system was received at aga medical. The components (sheath, dilator and delivery cable) were examined and multiple kinks and areas of accordioning were observed on the sheath and the vice/screw assembly was missing from the delivery cable. Following decontamination, the sheath kinks were present at 20, 25 and 31.5 cm from the proximal end and the areas of accordioning were present at 5-10, 49-53 and 80-82 cm from the proximal end. A microscopic examination of the full length of the sheath could not reveal any specific cause for the observed damage. The delivery system's manufacturing records could not be reviewed since the lot number was not provided. However, each delivery system is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test 7f amplatzer delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The returned device would advance into the returned sheath, advance and deploy without difficulty but the sheath was too damaged to recapture the device. Using a test 7f amplatzer delivery system loader and sheath on the track tester, when the loader was attached to the sheath, the device advanced from the loader into the sheath properly, then advanced and retracted through the sheath without difficulties. The advancement and retraction forces were measured and all were noted to be well within the acceptable limits. Our investigation was able to confirm the damaged described; however, the cause can not be conclusively determined. It is unknown how many times the device was retracted into the delivery sheath during this case. Aga medical provides and recommends using an amplatzer exchange system if a delivery system needs to be upsized or becomes damaged.

Manufacturer narrative:
Aga medical recently received a user facility report from the FDA that was submitted on (B)(4) 2009. The uf/importer report # is (B)(4). Aga medical is aware of this event and also reported this event to the FDA on (B)(6) 2009 on MFR report # 2135147-2009-00045. Aga medical reported this event as a product problem relating to the amplatzer delivery system (9-del-7f-45/80); however, the hospital reported this event as being related to the amplatzer septal occluder (9-asd-012). MFR report # 2135147-2009-00045 ties both of these products together.

Event description:
During an atrial septal defect closure procedure performed on (B)(6) 2009, difficulty was experienced with retracting a 12mm amplatzer septal occluder (model no 9-asd-012, lot no m08h21-27, (B)(4)) into the 7f amplatzer delivery system. Upon retraction, the delivery system crimped on the distal end; however, the device was successfully retracted into the sheath.